Event description:
No patient harm. An 11 blade was opened on to the field during surgery. As operating room rn was placing the blade on the knife handle, rn noticed a metal burr on top of the blade. Rn put the blade to the side and requested a new one. After the fourth blade was given, with the same issue, the lot number was verified to be the same on all of them. A new lot number was opened onto the field and the blade was not found to have issues. The blades with the metal burrs were placed into a specimen cup and removed from the field. Device/lot removed from use; another box with a different lot number was available to use in its place.

Event description:
No patient harm. An 11 blade was opened on to the field during surgery. As or rn was placing the blade on the knife handle, rn noticed a metal burr on top of the blade. Rn put the blade to the side and requested a new one. After the fourth blade was given, with the same issue, the lot number was verified to be the same on all of them. A new lot number was opened onto the field and the blade was not found to have issues. The blades with the metal burrs were placed into a specimen cup and removed from the field. Device/lot removed from use; another box with a different lot number was available to use in its place.

Event description:
No patient harm. An 11 blade was opened on to the field during surgery. As or rn was placing the blade on the knife handle, rn noticed a metal burr on top of the blade. Rn put the blade to the side and requested a new one. After the fourth blade was given, with the same issue, the lot number was verified to be the same on all of them. A new lot number was opened onto the field and the blade was not found to have issues. The blades with the metal burrs were placed into a specimen cup and removed from the field. Device/lot removed from use; another box with a different lot number was available to use in its place.

Event description:
No patient harm. An 11 blade was opened on to the field during surgery. As operating room rn was placing the blade on the knife handle, rn noticed a metal burr on top of the blade. Rn put the blade to the side and requested a new one. After the fourth blade was given, with the same issue, the lot number was verified to be the same on all of them. A new lot number was opened onto the field and the blade was not found to have issues. The blades with the metal burrs were placed into a specimen cup and removed from the field. Device/lot removed from use; another box with a different lot number was available to use in its place.

Event description:
No patient harm. An 11 blade was opened on to the field during surgery. As or rn was placing the blade on the knife handle, rn noticed a metal burr on top of the blade. Rn put the blade to the side and requested a new one. After the fourth blade was given, with the same issue, the lot number was verified to be the same on all of them. A new lot number was opened onto the field and the blade was not found to have issues. The blades with the metal burrs were placed into a specimen cup and removed from the field. Device/lot removed from use; another box with a different lot number was available to use in its place.